Event description:
Following a ptca in 2002, a vasoseal es was deployed. When the sheath was in position both the locator and dilator were removed. At that point the occlusive hold was not sufficient and blood came back out of the sheath. The deployment was continued and the first collagen plug was deployed. The operator thought that the collagen had swelled in the sheath so they pushed slightly and rotated the hub of the sheath 180 degrees. At this point the sheath broke off at the sheath/hub junction. The sheath portion that had broken off was retrieved and a femostop was applied. Following the deployment the patient developed a large hematoma with significant bruising 24 hours post deployment. No further complications were reported.